Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a conclusive root cause for the higher than expected wbc content in the plate let product reported for this procedure cannot be confirmed through run data file analysis. While the trima accel system is typically robust against numerous autoflow adjustments from access pressure pauses, it cannot be ruled out that the changes in inlet flow rate, and therefore centrifuge speed and lrs chamber flow rate, disrupted the steady state of the system and contributed to the higher than expected wbc content reported for this procedure. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. A potential reason for this do nor related leukoreduction failure may be, but is not limited to, a high wbc count.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of thee vent. The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.